Event description:
It was reported by service report that the siderail fell off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged issue could not be resolved for the customer at this time since the unit could not be located. The customer was informed to contact stryker once the unit is located. The unit could not be located.

Event description:
It was reported by service report that the siderail fell off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.